Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an afib - atrial fibrillation procedure, the signal interference (noise) was observed all ECG (bs + ic) channels on both carto and ep recording system. It is unknown whether any ECG/EKG signal was available for the physician to monitor the patient's heart rhythm. The case was completed by changing the catheter without any patient consequence. This type of issue is assessed as reportable event. In addition, the customer reported, the temperature was unstable and displayed 3 to 100 degree celsius on the stockert j70. This issue is not the reportable malfunction. Multiple attempts were done to request for further details of event. However no additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that during an afib - atrial fibrillation procedure, the signal interference (noise) was observed all ECG (bs + ic) channels on both carto and ep recording system. It is unknown whether any ECG/EKG signal was available for the physician to monitor the patient¿s heart rhythm. The case was completed by changing the catheter without any patient consequence. This type of issue is assessed as reportable event. In addition, the customer reported, the temperature was unstable and displayed 3 to 100 degree celsius on the stockert j70. This issue is not the reportable malfunction. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Also it was tested for irrigation performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.